Event description:
Consumer states the left side motor is leaking grease. Consumer states the right side motor has already been replaced due to the same issue. Consumer feels unsafe because of the frame being loose. Consumer states the chair is outside under a heavy duty tarp because he does not have a ramp.